Event description:
It was reported that, during the implant procedure, the lead exhibited unacceptable thresholds. The lead was removed. A passive lead was implanted instead. No patient complications have been reported as a result of this event.